Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (concentration 10mg/ml; dose 1.873mg/day) and clonidine (concentration 50mcg/ml; dose 9.364mcg/day) via an implantable infusion pump. Lot numbers were not available. Indication for use was non-malignant pain. On an unknown date, the patient developed a pump infection. As of (B)(6) 2016 the patient was hospitalized due to (B)(6). It was indicated that the infection was related to the device; however, there was no allegation against device sterility. No symptoms of infection were reported. The patient had recently relocated and currently did not have a managing physician. The pump had only 1.4ml left in the reservoir. The representative stated that they had located a pain physician that would possibly take the patient. Additional information was requested regarding date of onset, actions/interventions taken, and resolution of the event. A supplemental report will be submitted if additional information is received.